Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) had damaged cables. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the ECG "c and d" cable was pulled from the strain relief, damaging wires. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.